Event description:
A non-healthcare professional reported a flap complication (partial flap) and suction loss during treatment, leading to the procedure being aborted in the patient's right eye during lasik surgery. Additional information received stated that the patient experienced mild blurry vision, eye discomfort, and dry eye during a follow-up visit. The patient's symptoms were resolved.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The system was successfully verified prior to the surgery date. Latest preventive maintenance confirmed system met specifications as per service installation record. Logfiles have been requested but not provided therefore logfile review cannot be performed. Based on the initial description information the patient moved during surgery. The provided treatment report presents a picture of the flap. The docking is decentered, canal is not visible, and there seems to be a lot of fluid under patient interface. This is consistent with the described event of patient movement during surgery. Root cause could be determined as external, due to patient condition (patient movement causing loss of suction. The manufacturer internal reference number is: (B)(4).